Event description:
It was reported that pump touchscreen was cracked and shattered, and screen underneath protector was damaged, which made display illegible and touch controls unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, to program settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using prepaid label, while technical support arranged shipment of replacement pump under warranty.